Manufacturer narrative:
Investigation not completed yet, the conclusion is not available.

Event description:
Reportedly, on 4 november 2024, after test in the office contrast that the heart button remains on, as well as all the diodes of the fingerprints.

Manufacturer narrative:
Analysis of the returned subject device did not entirely confirm the reported issue. The device has 3 green leds, and 2 red leds lit, which means that the device cannot connect to the network. The review of data confirmed that the sim card is still active. The most probable hypothesis is that a component failure or a temporary bad network cause the device to be out of order. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, after test in the office contrast that the heart button remains on, as well as all the diodes of the fingerprints.